Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted, concurrently with a hysterectomy. It was reported that the patient underwent a mesh revision on (B)(6) 2003 and (B)(6) 2003 due to urinary retention. The patient underwent a mesh explant on (B)(6) 2003 due to extruded mesh. The patient underwent a cystoscopy, bladder hydrodistention, and instillation of bladder cocktail on (B)(6) 2006 due to pelvic pain and interstitial cystitis. The patient underwent a mesh revision of the anterior vaginal epithelium and urethral dilation on (B)(6) 2006 due to recurrent uti. The patient underwent a rectocele repair and posterior colporrhaphy, anterior vaginal wall suspension and cystocele repair on (B)(6) 2010 due to pelvic prolapse, cystocele/rectocele and urinary incontinence. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 1/6/2016. It was reported that patient underwent lysis of adhesions, and diagnostic laparoscopy on (B)(6) 2003 due to left lower quadrant pain. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.